Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.50x54mm target lesion was located in the moderately calcified and non-tortuous right coronary artery. A 38 x 3.50mm promus premier select drug-eluting stent was used. However, difficulty inserting through guide was noted and the stent strut was sticking out. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.